Event description:
Per medwatch forwarded by FDA: pt was transported by to interventional radiology for catheter retrieval after the surgeon was unable to remove piece of catheter that separated from hub of device.

Manufacturer narrative:
Visual analysis (gross visual and microscopic): returned were a bent guidewire and a silicone catheter segment. Silicone catheter segment: silicone catheter segment measured 8 13/16" in length. Proximal end observed irregularly cut. Compression observed 19/32" from the distal end. The distal end observed irregularly cut. Guidewire: guidewire measured 19 7/16" in length. The blue plastic guidewire tip and suture material was observed on guidewire. Bend in guidewire observed at 4", 6" and 15 3/4" from the proximal end. No manufacturing variances observed related to this event. The complaint, "catheter separated from the hub of the device", was not confirmed. The proximal and distal this end was observed irregularly cut. The cause of the complaint observed in the clinical setting could not be determined.